Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched and fractured approximately 140.0 cm from the hub. Conclusions: evaluation of the returned 3max revealed it was fractured. This type of damage typically occurs due to improper handling during use. If a 3max is retracted against resistance with a force that exceeds product specification, damage such as this may occur. The ace 64 mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, the 3max separated and broke off in the patient. The physician successfully removed the broken 3max as well as thrombus from the patient using a penumbra system ace 64 reperfusion catheter and another manufacturer's device. The procedure was finished at this point since revascularization of the target vessel was achieved. There was no report of an adverse effect to the patient.